Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to noise, oversensing, and impedance measurements of greater than 2000 ohms. Another rv lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to noise, oversensing, and impedance measurements of greater than 2000 ohms. Another rv lead was successfully implanted. No additional adverse patient effects were reported. Additional information: this lead has been returned and analysis has been completed. This report has been updated with the product investigation results. Please also note: the implant date has been updated to reflect information received from the field.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the complete lead was returned. The helix was extended and there was dried blood within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 18.5 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of high impedance, noise and oversensing were likely caused by the confirmed fracture. Please note: patient code 3191 captures the reportable event of surgery.